Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient was reportedly a non-user of the device since 2006 and elected explant surgery. No further information will be provided. The recipient¿s device will not return to advanced bionics for analysis. A review of the device history record was completed and no anomalies were noted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient's device was reportedly explanted. Advanced bionics is in the process of gathering additional information. Once additional information is received a supplemental report will be submitted.